Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent dista catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed shaft damage in the form of buckling and kinks from the tip to 25cm proximal. There was a severe kink and a broken hypotube 118.5cm from the tip. Functional testing was competed per device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime due to the damaged shaft. The devices pressure could not be recorded due to the device would not prime. Inspection of the remainder of the device showed no damage or irregularities.

Event description:
Reportable based on device analysis completed on 04-may-2021. It was reported that check saline supply error and catheter kink occurred. An angiojet solent dista was advanced for treatment. During the procedure, it was noted that check saline supply error occurred and a kink toward the end of the device and plastic tubing looks mangled. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.